Manufacturer narrative:
Although there were reportedly no impact to the patient, the event description indicates that some blood loss did occur. The volume of blood loss was not available. The actual device was returned to the manufacturing facility and evaluated. Visual inspection upon receipt did not find any anomaly in the visual appearance. The blood pathway was rinsed with saline solution and visual-inspected. Thrombus was found to have been formed all over the fiber. Red thrombus formed on the upper part to the bottom part was found to have some rectilinear edges partially. The actual device was fixed with glutaraldehyde solution and the housing component was removed for further inspection of the inside of the oxygenator module. Red thrombus was found to have formed on the filter winding. The filter was removed and subjected to magnifying inspection. On both the outer and inner surfaces, the formation of white and red thrombi was found. Subsequently, the fiber winding was subjected to visual inspection. Red thrombus was found to have formed on the fiber winding. The fiber layer was removed from the winding in increments of 4mm and each layer was subjected to visual inspection. Red thrombus was found to have formed all over the fiber winding. The removed fiber layers were inspected under magnification. Red and white thrombi were noted to have formed on the surface of the fiber. The heat exchanger module was inspected under magnification. There was no formation of thrombus on the outer cylinder. The outer cylinder was removed and the inside the heat exchanger module was subjected to visual and magnifying inspections. White thrombus and red thrombus were found to have formed between the grooves, filling the grooves. Electron microscopic inspection of the outer and inner surfaces revealed the formation of fibrin net and the adhesion of erythrocyte components consisting of red and white blood cells and blood platelets. Electron microscopic inspection of the fiber on each layer on the front aspect of the fiber winding revealed the formation of fibrin net and the adhesion of echinocyte and erythrocyte components consisting of red and white blood cells and blood platelets. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been previously reported. There is no evidence that this event was related to a device defect or malfunction. Although the cause of the reported event cannot be definitively determined based upon the available information, sweeping a gas to the oxygenator module during priming may remove co2 gas in the prime, resulting in a rise in ph. Even without gas sweeping to the oxygenator module, prolonged stand-by may help the gas be transferred by air, also resulting in a rise in ph. The device labeling does address the potential for such an event in the instructions-for-use with statements such as: "do not supply gas during priming." All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending, and follow up. (B)(4).

Manufacturer narrative:
This report is being submitted as follow up # 1 to provide the correct date of event in section . The date of event was initially reported as (B)(6) 2014. The date of event for this complaint is (B)(6) 2014.

Event description:
The user facility reported pressure increased during an mvr procedure. Follow up information from the user facility reported the following: (1) about 5 minutes after priming started the pressure in the fx25 oxygenator inlet increased up to 400mmhg; (2) the pump was stopped and the oxygenator was replaced with a new fx15; (3) there was some blood loss for the replacement; (4) after the pump was restarted, the pressure became stable and the operation was completed successfully; and (5) there was no harm to the patient.